Event description:
Patient reported that their back to back test readings obtained on their ss meter using separate finger stiks were 64, 84 and 98 mg/dl. Control test reading was in range. No symptoms were reported. Patient reportedly is taking diuretics (dosage, etc. Not provided). On follow-up, patient confirmed above results and stated they had not yet received lab results (for their meter/lab comparison). Lfs representative reviewed cleaning and testing procedures with patient. There was no allegation of harm.